Event description:
It was reported that during a lap anterior resection procedure, the device produced inconsistent and malformed anastomosis/staple formation. Hand sewed the anastomosis. Procedure prolonged 120 minutes. Patient outcome was not adversely affected.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.